Event description:
It was reported that a patient had device explanted. Multiple attempts to obtain hcp's assessment but were unsuccessful. There was no report of complication following the explant.

Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no relevant nonconformities were found.